Event description:
It was reported that this brady lead exhibited a high threshold output due lead dislodgement which was confirmed via x ray. This brady lead was explanted from the left bundle branch placement, replaced with the same model and will not be returned. No additional adverse patient effects were reported.